Event description:
Additional information received from the consumer reported that the patient hadn't made any adjustments since their last appointment with their hcp about 1 to 2 months ago. The patient would contact their daughter for assistance making an adjustment. The patient continued to have the same results and would have 3 good days followed by 3 bad days. This was how it was during the trial as well.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was having a hard time deciding if they needed to adjust something or what needed to be done because the therapy was not helping. The patient was not sure if the therapy was helping or working since implant on 2014-(B)(6). The patient had trouble with their bowels since prior to implant and their health care provider (hcp) told them the implant might help with their bowels. The patient got hemorrhoids and it bled sometimes. The patient experienced a loss or change of therapy and went to the bathroom 5 times between 11 am and 9:30 pm on 2015-(B)(6). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.